Event description:
The customer reported that 50 ml of diluent leaked from the coulter lh 750 hematology analyzer and onto the counter while running startup. The instrument generated a low vacuum failure. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) stated that customer informed him problems were due to the bsv knob being loose. Diluent was leaking from the bsv and the low vacuum error was due to no diluent being delivered to the rbc and wbc baths. Fse removed and inspected the bsv knob then cleaned it and the bsv. He then reattached the bsv knob and tested the instrument. Bec internal reference to this event is (B)(4).